Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open due to pushed down and misaligned hasp. A field service engineer realigned the hasp with the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the refrigerator failed to open. The customer stated that this malfunction happened when trying to pull medication, but they were able to issue medication to the patient from another station during the malfunction. However, there were no adverse events or injuries reported due to this event.